Event description:
It was reported that when an asymptomatic patient presented to clinic, non-sustained rv oversensing due to t wave oversensing were observed on stored egm. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).